Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 427 mg/dl. Customer was not able to troubleshooting due to not being at home and having supplies. Customer would treat high blood glucose.